Manufacturer narrative:
MFR's report date: 10/07/2009. The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.

Event description:
Customer reported 250 ml potassium bag hung at 10:30 pm, at 23:45 oncoming rn noticed bag empty. Settings checked, vitals stable, entire drip chamber full with primary bag containing approx 325 mls of .9 sodium chloride liter bag. Original credit 100. Pt assessed by physician, and add'l potassium blood level drawn. Results within normal range. Although requested, no add'l info was available. Facility's clinical engineering was unable to replicate event.